Manufacturer narrative:
Pump received with detached/missing end cap, broken ribbon keypad, pulled wires battery connector, detached/missing reservoir retainer ring, missing reservoir tube lip o-ring, broken belt clip rails, missing serial number label and corroded battery tube noted.

Event description:
The customer reported via phone call that bottom of the insulin pump was cracked. Blood glucose was unknown. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.